Manufacturer narrative:
The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: cautions: ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿ impella cp with smartassist system: section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: warnings: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿

Event description:
The complainant reported the insertion of an impella cp device to a patient in acute myocardial infarction/cardiogenic shock was unsuccessful. The patient was found to have significant distal right coronary artery disease distal to the right internal mammary artery bypass. The decision was made to attempt percutaneous coronary intervention (pci). Multiple guides and guidewires were used to attempt crossing of the very calcified lesion. During the pci attempt, lack of distal flow with corresponding st changes on electrocardiogram were noted. The decision was therefore, made to place an impella cp at such time. An arteriogram of right femoral artery revealed significant calcification and tortuosity was noted. The long peel-away sheath was inserted but would not advance past the lesion. The short peel-away sheath was then inserted. Left ventricular access was then obtained with pigtail catheter and abiomed .018" wire was inserted. The impella was inserted, advanced, but was unable to cross calcified peripheral vasculature. The physician decided to not attempt percutaneous transluminal angioplasty and the impella implant was aborted. The peel-away sheath was exchanged. An intra-aortic balloon pump (iabp) was inserted. The patient was transferred to the unit in stable condition with plans to transfer to a high level of care facility.

Manufacturer narrative:
The investigation of delivery issues has been completed. Product damage (cannula kink) added as a failure mode upon product evaluation. Reported left ventricle (lv) accessed with guidewire but pump unable to cross calcified peripheral vasculature and noted significant calcification and tortuosity. Impella cp was returned and a cannula kink was identified. No other damages or abnormalities found. Delivery issue - the root cause of the delivery issue was most likely patient condition related since the patient had significant calcification and tortuous vasculature. Cannula kink - the root cause of the issue was most likely a kinked cannula due to patient condition since the patient had significant calcification and tortuous vasculature.